Manufacturer narrative:
Sorin group (B)(4) mfrs the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during a procedure, the arterial pump stopped. The speed knob did not respond and attempts to power cycle the pump were unsuccessful. Hand-cranking was used to maintain blood flow. It was later reported that the pt died. It was also reported that the hospital's service tech tested the system and inspected the internal components after the incident but no problems were found. Sorin group has requested that the device be returned for eval. To date no product has been received. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, during a procedure, the arterial pump stopped. The speed knob did not respond and attempts to power cycle the pump were unsuccessful. Hand-cranking was used to maintain blood flow. It was later reported that the pt expired.